Event description:
Pt initiated on 5 fu chemo infusion for 46 hrs. Found that pt underinfused by 10%. Cadd prizm pump accuracy is 6%. Cadd tubing. Pt to receive 506 mls with 34 mls overfill with 985.5 mg 5 fu. 85 mls were left in bag whereas only 34 mls should be left.